Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was mildly tortuous and mildly calcified. After deployment of a xience pro 3.0 x 18 mm stent in the lesion, and during post-check angiography, a distal edge dissection was observed. Another stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.